Event description:
It was reported via email, the customer had reported the insulin pump had alarmed no delivery and was interfering with the insulin delivering. Customer had to change the battery every nine days and it rejects new batteries. The device has to reset to complete the rewind process. Customer declined being transferred for assistance. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.